Manufacturer narrative:
UDI= (B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00962, 2134265-2016-00960 and 2134265-2016-00964. (B)(6) clinical study. It was reported that patient hospitalization occurred. In (B)(6) 2015, the clinical assessment indicated that the patient's qualifying condition was stable angina. The patient did not experience myocardial infarction (mi) within 72 hours prior to the index procedure. Target lesion #1 was located in the distal left anterior descending artery (lad) with 99% stenosis and had in-stent restenosis of a previously placed stent. Target lesion #1 was 8mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with direct stent placement of a 2.25x12mm promus premier stent. Post dilatation was not performed and there was 70% residual stenosis. Target lesion #2 was a de novo lesion located in the distal lad with 70% stenosis and was 4mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with direct stent placement of a 2.25x8mm promus premier stent. Post dilatation was not performed and there was 0% residual stenosis. This stent implantation was unplanned due to inadequate lesion coverage of the 2.25x12mm promus premier stent. During the placement of the stent, the patient experienced abrupt closure due to grade f dissection in the proximal lad. The proximal lad became target lesion #3 and flow was restored. Target lesion #3, a de novo lesion, was located in the proximal lad with 100% stenosis and was 20mm long with a reference diameter of 3.0mm. Target lesion #3 was treated with direct stent placement of a 3.0x24mm promus premier stent. Post dilatation was not performed and there was 0% residual stenosis. This stent implantation was unplanned due to the dissection of the artery proximal to the 2.25x8mm stent. Target lesion #4, a de novo lesion, was located in the 1st ob marginal with 80% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. Target lesion #4 was treated with direct stent placement of a 2.25x16mm promus premier stent. Post dilatation was not performed and there was 0% residual stenosis. One day post index procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient was hospitalized.

Manufacturer narrative:
Event date corrected from (B)(6) 2016.(B)(4).

Event description:
It was further reported that the patient experienced a non st elevation myocardial infarction (nstemi) which required the hospitalization. The location of the myocardial infarction was not identifiable. Coronary angiography revealed all stents were patent. The patient began experiencing what felt like acid reflux beginning four days prior to the nstemi. The patient's symptoms got significantly worse, with pain radiating to their left arm, nausea, shortness of breath, lightheadedness, and dizziness. Initial labs evaluation revealed an elevated troponin but were otherwise unremarkable. The initial electrocardiography was also unremarkable. The patient was started on a heparin and nitroglycerin drip, and admitted. It was recommended that the patient be managed medically. Two days later the nstemi was considered resolved. The patient was discharged from the hospital the same day. The physician did not consider the nstemi to be related to the stents.